Manufacturer narrative:
(B)(4).

Event description:
The low reservoir alarm date was set for (B)(6) 2010 at 1cc. The patient's caregiver called in mid (B)(6) to say that the pump was alarming. The patient was reported to be okay. He had spasticity, but was withdrawal period. It was thought that the patient had been without baclofen since (B)(6). It was noted that the nurse that normally filled the pump had left the agency, so the refill got overlooked. The pump was used to deliver baclofen (2000 mcg/cc at 444.8 mcg/day). On (B)(6) 2010, the hcp was unable to aspirate any drug from the pump. The pump was filled with 40 ml of drug and restarted at 200 mcg/day. As of (B)(6) 2010, no further problems had been reported.